Manufacturer narrative:
Concomitant medical products: product ID: 8637-20 neuro pump, implanted: (B)(6) 2019, product ID: 8780 catheter, implanted: (B)(6) 2019, product ID: 8782 catheter, implanted: (B)(6) 2019. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted destructive analysis was performed. No outer insulation breach or conductor fracture was found. The overlay tubing is an extra layer, an extrinsically breached due to explant damage, and it's not contributed to the electrical complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER). The patient indicated that three shocks were received earlier that day. It was discovered that an electrical reset occurred, and the shocks could not be confirmed due to missing diagnostics. It was further reported that insulation damage on the right ventricular (rv) lead caused the electrical reset on the ICD. The ICD and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.